Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Approximately eight years post index repair an additional stent graft was added to extend the limb and prevent disease progression. No issues were noted during the intervention. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient was admitted with abdominal pain and a CT revealed migration and a type ia endoleak. Disease progression had lengthened the patient's abdominal aorta compromising proximal seal. The physician performed an intervention where two endurant cuffs were added and the endoleak was resolved. Post implant angiogram demonstrated complete patency of the endograft with no evidence of endoleak. No clinical sequelae were reported and the patient is doing fine. A review of returned films 9 years post-implant showed that the stent graft was positioned 3cm below the renal arteries. The ipsi limbs were placed into the right common iliac, and the contra limbs into the left external iliacs. The left internal had been coiled. The proximal stent graft od was 29mm and the neck diameter just below the renal arteries was 32mm. The proximal neck (aortic body) was angulated 90 deg (a-p) and 65 deg (l-r) to the limbs. The max diameter aaa was 6.5cm and there was a proximal type I endoleak. Coils also appeared to have been placed in the proximal neck area. Earlier post-implant films were not returned.

Manufacturer narrative:
(B)(4).